Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed that quality controls (qc) results were within range and that no process errors occurred on (B)(6) 2018. No other patient results were affected, and the issue was isolated to a single sample. A siemens headquarter support center (hsc) specialist evaluated the instrument data provided, and there is no indication of reagent delivery or foaming issues. Review of prior test and reagents does not present any reagent carryover. Hsc concluded that it is not a reagent lot or method issue, or instrument issue. The potential cause for a falsely depressed enzymatic creatinine (ecrea) result on one patient sample is a sample integrity issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed enzymatic creatinine (ecrea) result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The same sample and a sample redraw were used for repeat testing on the same instrument. The customer stated the repeated result of 1.29 mg/dl matched the patient's result history and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed ecrea result.